Event description:
This patient was a participant in the product surveillance registry.

Event description:
It was reported that the left ventricular (lv) lead could not be placed in the targeted venous branch due to patient anatomy and was noted to have moved during implant. The lead was abandoned and another lead was selected. This lead was placed in a different branch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).